Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8 mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have frayed grip cable at distal end.

Event description:
It was reported that 8 mm fenestrated bipolar forceps instrument did not work. The procedure was completed with no reported injury. No fragment(s) fell into the patient's anatomy. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury. The issue on reported instrument was identified during the surgical procedure. The procedure was completed robotically.